Event description:
It was reported that the patient¿s implantable neurostimulator (ins) had been trying to extrude, but the site was not infected. The reporter planned to be at the revision on (B)(6) 2014. The healthcare provider (hcp) planned on moving the ins to the other side of the body. The reporter did not know when the problem started. Four days later it was reported that the system was removed the morning of the report. The pocket site was infected and thus the lead and ins were removed. The patient was in the recovery room at the time of the report and doing fine. It was noted that the patient was receiving benefit from the therapy and the hcp had intended to do a pocket site revision. However, the pocket was infected so the hcp decided to remove it completely. The following day it was reported that the system was sent to the hospital lab for culture. Twelve days later it was reported that perioperative antibiotics were administered. The date of onset or diagnosis was in (B)(6) 2013. The patient did not have meningitis. The signs and symptoms of the infection were redness, swelling, drainage, pain, and incisional wound opening. The primary location of the infection was the device pocket and a culture was obtained. The type of organism cultured was ¿(B)(6).¿ it was noted that the patient was also allergic to nickel. The patient was given both oral and intravenous (IV) antibiotics. The infection resolved.

Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va090j8, implanted: (B)(6) 2013, product type lead. (B)(4).